Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the homechoice device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error (se) 2240 was found during a review of the logs of a returned homechoice (hc). This occurred on (B)(6) 2011, during drain cycle 1.